Event description:
A call to technical services was made on 5/8/2013 stating that this lead has been experiencing high impedance of >2000 ohms. Representative said that one concern is that when trying to reproduce the noise, he was able to produce noise when patient moves the left arm and shoulder, so representative was thinking it might be a setscrew problem since device was recently changed out. According to representative the impedance spiked. Everything was fine until 6th of may where trend dot went up. Representative also noted he was not able to get capture with rv lead. Patient is not pacer dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).